Event description:
Reportedly in 2000 the patient underwent an op-cab internal mammary artery graft to the lad using stainless steel sutures. One or more of the sutures came apart post operatively. The patient was resutured without complication.